Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021 .

Event description:
The customer reported when plugged in the power cable is fine, the on/off is orange and the battery led are blinking orange. When the on/off is green, the screen remains dark as if it were unplugged. The unit powers on with nothing on the screen but the unit is alarming. There was no patient involvement. It was determined the power management board needed to be replaced. The field service engineer replaced the power management board and the issue was resolved.